Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting multiple ¿error 1: sub code sc 205¿ messages randomly. It was noted that the ¿error 1¿ message was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 205 alarm occurred immediately when powering on the meter. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear an error 1 alarm sub code 205 message.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.